Event description:
Glass vials including albumin, tylenol, are not flowing through tubing correctly, even with vent open. Multiple medications are not flowing when programed and set up correctly. I have to physically clamp off primary to get it to flow. Multiple rns reported having this issue.